Manufacturer narrative:
The actual unit was requested for eval. Should the sample become available for eval, a follow up report will be submitted.

Event description:
International complaint received from baxter (B)(4), reports during py use the tubing separated from the male luer lock. No pt injury or medical intervention was required. Although attempts were made by baxter, details were not available regarding pt demographics or medication involved.